Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.

Event description:
The physician reported during a procedure, when the twist-lock was released after the system was taken out from the dispenser coil, the coil dropped off. The physician reported the delivery wire was not moved before the twist lock was released. This reported phenomenon occurred during the preparation before the procedure. There was no allegation of harm.